Event description:
The customer reported that the device would not boot up and had a red x.

Manufacturer narrative:
(B)(4). The device was evaluated at philips and the symptom was verified. The processor pca was replaced to resolve the issue.